Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The lesion being treated was located in the proximal to mid left anterior descending (lad). The lesion was diffused with a 99% stenosis, calcification, and moderately tortuous. The physician predilated the lesion with a 2.0 x 14mm non-bsc balloon at 10 atms. The physician then attempted to advance the 2.50x24mm taxus express2 drug eluting stent to the lesion, but experienced difficulty, because the stent "bumped onto the lad first diagonal" and the stent was unable to cross the lesion. The physician tried the buddy wire technique with a non-bsc guide wire, but the stent delivery system (sds) was not able to cross the lesion. The physician changed the guide catheter and attempted the buddy wire technique again, but the sds was not able to cross the lesion. The physician then pulled the sds into the guide catheter and felt resistance, and the stent dislodged near the distal soft tip of the guide catheter. The physician went in with a snare and retrieved the device. There were no patient complications reported, and the patient condition is listed as good. The procedure was successfully completed with three non-bsc drug eluting stents. The physician feels the condition of the lesion may have contributed to the event.